Manufacturer narrative:
This event has been treated in (B)(4). As the defective unit was not available for inspection and in the units from the archives of samples the defect reported by the customer was not found, it was not possible to determine the root cause of the claimed defect.

Event description:
Dosi-fuser elastomeric ambulatory pump leaked during 46 hr infusion and was reported today this morning, the day it was to be disconnected. A small portion of fluid (fluorouracil and normal saline) was detected on patient's nightshirt this morning at the home. It appeared the leak was associated with the seam around the "slo-flow" capillary element. White crystal accumulation around the seam of the capillary element was clearly visible by rn and pharmacy staff.